Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient reported to the clinic due to an inappropriate implantable cardioverter defibrillator (ICD) shock. It was also noted that several rounds of anti-tachycardia pacing (atp) had been delivered. The right ventricular (rv) and right atrial (ra) leads connected to this ICD were not sensing the patient's cardiac signals. Thresholds were elevated in both leads. There was concern that there was loss of capture in the ra. Impedances were within range for both leads, although it was noted that shock impedance had increased suddenly by approximately 30 ohms. Noise was noted on the rv lead, which appeared to be due to myopotential oversensing. It was determined that the patient was experiencing twiddler's syndrome, which had resulted in both leads becoming dislodged. The ICD was temporarily programmed to turn off therapy and was subsequently explanted. The patient was referred for implant of a leadless pacemaker due to recurrent twiddler's syndrome. No additional adverse patient effects were reported.